Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable the status of the patient when seeking medical attention due to multiple issues. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient had to seek medical attention due to having pain in the area where the pod was placed. The pod was worn longer than 48 hours. The patient also stated that the site looks to be infected, has some bruising and is puffy. Three follow up attempts were made but no new information was given on the medical status and treatment.